Event description:
Atrial bipolar and unipolar impedance warning. Atrial lead capture threshold last measured (B)(6) 2022. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5147340.